Event description:
A surgeon reported that the vitreous cutter worked only at 2500 cuts per minute during vitreo retina procedure. The console's green light was turned on in gray radio-frequency identification, while a blue light was turned on in the black one. The customer suspected that recognition failure of radio-frequency identification occurred. Additional info has been requested for this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).